Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and instructed to contact support if the issue reappeared, which the customer acknowledged.